Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient's father stated that upon sensor deployment, sensor wire remained on patient's skin. Patient's father relayed wire was able to be removed from patient's skin. Patient's father reported discomfort at insertion site. No injuries or medical intervention were reported.